Event description:
During a coronary stenting treatment procedure, the liberte bare monorail 8/3.00 mm stent dislodged from the stent delivery system. The lesion being treated was a moderately calcified, in-stent restenosis lesion in the left anterior descending coronary artery. The physician used a maverick 2.5/15 mm balloon to predilate the lesion, and attempted to deliver a taxus express2 8/3.0 mm stent, but was unable to cross the lesion and the device was removed. The liberte bare monorail 8/3.00 mm stent was subsequently delivered, but was also unable to cross the lesion. When removing the liberte bare sds, the stent dislodged from the stent delivery system while inside the restenotic stent. The physician used a quantum 8/3.0 mm balloon to post-dilate the liberte 8/3.00 mm stent and the final angiogram result demonstrated timi 3 flow. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.